Event description:
A 32mm cup impactor not fitting in cup properly and 32mm liners would not fit in cup properly. A 2 size 56mm cup tried both same lot #. A size 58 was used and implanted with proper function. The liner trial fit in the real cup was more snug than usual. Problem with product caused a 45 minute delay.